Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not starting up. Review of the log file shows post "host pc" done/failed confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that interface host pc probably faulty and requested onsite support. The philips field service engineer (fse) went onsite to examine the system and found that commanded new host pc was defective. To resolve the issue, fse replaced the host pc. The defective parts were returned for analysis, for host pc, malfunction was observed, root cause found to be power supply unit not powering up and unit non-function/dead. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.